Event description:
A service technician reported, a unit was returned for hw faults and to perform preventive maintenance. During testing, "found rac errors in event trace. At start noticed that vent had faint alarm and then increased as unit was left on."